Manufacturer narrative:
This supplemental report is being submitted to provide the lm investigation. The legal manufacturer (lm) reviewed the content of this complaint for further investigation. The legal manufacturer reported that the root cause could not be determined. As a result of the DHR review, there were no abnormality in manufacturing, concession, and variation. The legal manufacturer reported that the unit was delivered to the customer on march 26, 2020. The lm reported that the most probable causes for the reported event are as follows: based on the investigation results, the probable causes are shown below: it is inferred that an unexpected stress applied to the cable unit due to the user's improper handling caused malfunction in the cable unit, leading to failure to display the endoscopic images.

Manufacturer narrative:
The unit was returned to the service center for evaluation. The customer¿s complaint of ¿ no image¿ was confirmed. The unit¿s image was found to be totally black with an ¿ e216¿ error on the display due to a faulty cable unit. The instruction manual provides statements to prevent damage to the unit¿s cable. ·do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. ·be careful not to twist the camera cable when it is coiled. The camera cable may be damaged. The cable can be coiled without twists by piling loops that are made by crossing the cable in front and back alternately. ·never excessively bend, pull, twist, coil, squeeze, or crush the camera cable, which could damage the camera cable. If additional information is provided a supplemental report will be filed.

Event description:
The service center was informed that the camera head did not display an image. There was no patient involvement reported.